Manufacturer narrative:
Pump passed the seat, rewind, and occlusion tests. Pump had no audio due to broken transducer wire.

Event description:
Customer reported pump having no audio. Pump was returned for analysis.